Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, e1,e2, g2, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause for no image is due to parts on the substrate deteriorating and being worn out gradually because of prolonged use. The dx substrate generates and outputs the serial digital interface (sdi) signals. Therefore, it is determined that the sdi output failed to function due to the related malfunction parts. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was observed on sd1 signal due to a faulty printed circuit board (dx board).

Event description:
A user facility reported to olympus that the sdi port needed to be repaired. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.